Event description:
In 2005 the lay user/pt contacted lifescan (lfs) alleging her one touch ultra meter would not power on. The medical affairs specialist contacted the pt to obtain/verify information; however was unable to reach the pt by telephone. The pt reported that on an unspecified date the reported meter would not power on and she was unable to test her blood glucose levels. At the time of this incident the pt was experiencing the symptoms of lightheadness, and took insulin. The pt reported she contacted a medical professional and was treated with insulin. It would have been helpful to determine which medical professional the pt contacted, if her blood glucose levels were tested by the medical professional and what the results were, the pt's usual insulin regimen, her usual blood glucose levels, if she had a backup meter and what her last blood glucose readings were. The customer care advocate determined during the troubleshooting call that the battery in the reported meter had not been replaced for over a year. The pt did not have a replacement battery for her meter. The pt was using the correct test strips and the last result obtained on the meter was approximately 2 weeks ago. The pt reported she would obtain a replacement battery for the meter. This incident is being reported as an adverse event due to the pt experienced symptoms of being lightheaded and had to be treated with additional insulin by the medical professional. The pt alleges that she was unable to use the meter for two weeks that may have lead to her developing hyperglycemia.